Manufacturer narrative:
Physio-control evaluated the device and was able to verify that the device was unexpectedly switching batteries for the power source, in the middle of operation. This likely caused the reported loss of power, as the device would switch to the battery with a lower power level. Physio then removed multiple parts (contact pcb assembly, power pcb assembly, system cable assembly, aux power cable assembly, battery wire harness, contact pcb to power pcb cable assembly and the modem flex cable assembly) for additional testing in the failure analysis center; however, the battery switching issue which had been initially verified could no longer be verified and no additional issues were observed. A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation of the device and through an analysis of the electronic patient record, the reported loss of power has been verified. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device was losing power when charging for defibrillation therapy. This occurred multiple times throughout the patient event. The customer indicated that both batteries were installed into the device, one of which did indicate "low battery". The customer explained that the second battery did have available power. The customer indicated that the patient was doa and had been suffering from cancer, hypertension and chronic renal failure. The patient did not survive the event. The customer (paramedic) indicated that the death of the patient was not related to the reported device power issue.